Event description:
Info received indicates fluid ingress into the right side rail causing the knee lockout to not function.

Manufacturer narrative:
The technician replaced the right side rail caregiver board to repair the bed.